Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, approximately 6 years post implant of a 23mm sapien 3 valve in the aortic position, the patient underwent a valve in valve procedure with a 23mm sapien 3 ultra resilia valve (expanded with +2cc above nominal). Prior to valve in valve the patient was symptomatic with heart failure and shortness of breath. Failure mode is stenosis caused by structural valve degeneration. Valve in valve was successful and patient left procedure in stable condition without injury. Medical records were received. Approximately 4 years post tavr, the patient was hospitalized for heart failure exacerbation. Transthoracic echocardiography (tte) revealed elevated transvalvular gradients, and transesophageal echocardiography (tee) showed mild thickening and calcification of the right coronary leaflet equivalent with mildly reduced mobility. The mean valve gradient was 34 mmhg. A computed tomography angiogram (cta) did not show leaflet thrombus, though contrast delineation of the aortic root was suboptimal. The patient was readmitted at both 5 years and 6 years post tavr for decompensated heart failure, managed with intravenous diuretics. Between admissions, their dyspnea persisted but was improved. Echocardiograms during these admissions showed elevated gradients, consistent with at least moderate tavr valve stenosis and at that time, re-intervention was not pursued. Approximately 6 years post-implantation, a valve in valve procedure was performed with successful implantation of a 23mm sapien 3 ultra resilia (s3ur) valve within the original sapien 3 valve due to severe bioprosthetic aortic valve stenosis. The most recent echocardiogram prior to the valve in valve demonstrated severe calcification, a mean gradient of 50 mmhg, and an aortic valve area (ava) by velocity time integral (vti) of 0.3 cm2.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapient xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The calcification of the sapien 3 valve was confirmed based on the medical record provided. The available information suggests that patient factors, including hyperlipidemia and hypothyroidism, likely contributed to the event, as noted in the provided medical record. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroid, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.